Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air/o2 blender knob and knob stand were broken. No software. Patient involvement unknown.

Event description:
Additional information was received: the event occurred on 28-aug-2023 during testing. No patient harm or injury.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with the air mix knob shaft damaged; upon closer inspection, the air mix cam assembly shaft was snapped off flush with the front panel. The root cause was determined to be the air mix knob shaft being subjected to impact force. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections, please direct those to the following: (B)(6).